Event description:
On (B)(6) 2011, the patient was implanted with two gore tag thoracic endoprostheses. On (B)(6) 2011, the patient was implanted with two gore tag thoracic endoprostheses. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other reportable tag components include: (B)(4).